Event description:
On (B)(6) 2021 hologic technical support (ts) received a complaint regarding discrepant on the panther fusion instrument sn (B)(4), sars-cov-2 results for 3 samples from woklist (B)(4), which yielded positive results with high cycle threshold (CT) values on 11/25/2021. On (B)(6) 2021 repeat testing was performed on 3 samples from subsequent collections and yielded negative results. Results were resulted out as positive for samples from woklist (B)(4) and then as negative from the repeat testing. Customer used assay master lot 288817. Ts noted to the customer that subsequent collections are considered different samples and therefore cannot be compared.

Manufacturer narrative:
Ts reviewed logs for the affected worklist and noted the controls are valid with normal values and amplification curves, in addition, the worklist contain a low number of positive results. Ts noted no indication of instrument or reagent issues. Ts indicated that results for the affected samples in (B)(4) appear like true amplification. Ts noted that the initial results could be due to sample mishandling or low target as CT values are late. No product impact is known to date. Ts and pas review of the logs did not reveal any reagent or instrument issues.